Manufacturer narrative:
H.10: serial number for the involved devices were not provided, thus DHR review cannot be performed. Based on current level of information, it is possible to conclude that no livanova device malfunctions nor deficiencies occurred in connection with reported patient event. No claims on safety nor performance of livanova device were reported. It cannot be ruled out that reported event was most likely due to patient conditions.

Event description:
See initial report

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). A medical assessment of the case was performed. The outcome was that the reported administration of rbc is to be intended as an additional medical intervention to preclude serious injury and that transfusion was performed in order to manage bleeding. It was assessed that the reported hemolysis was not related to any device malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that on (B)(6) 2020 during ECMO support of a patient with tandemheart pump, tandemlung oxygenator and protekduo 31 fr cannula, hemolysis could be observed by elevated ldh values and 1 unit of red blood cells (rbc) was given to the patient. Reportedly, on (B)(6) 2020 ECMO flows were reduced throughout the day secondary to ongoing hemolysis by ECMO circuit evidenced by elevated ldh. Another unit of rbc was administered due to due to slight bump in la and attempt to avoid titration up on rpm due to ongoing hemolysis and to account for volume removal via crrt. On (B)(6) 2020 hemolysis was noticed again with ldh elevation and platelet consumption. The medical staff was concerned about hit and antibody was ordered. It was switched from heparin to argatroban and a unit of rbc was given. Acute blood loss anemia was noticed and rbc given. On (B)(6) 2020 another unit of rbc was given, no active bleeding noted. On (B)(6) 2020 another unit of rbc was given with persistent anemia. On (B)(6) 2020 it was decided to lower the rpm to 4000 due to persistent hemolysis. The values for ldh and bilirubin were provided and listed below: ldh levels 9/11 - (B)(6) 2020: 1,032; 1,113; 1,487; 2,016; 2,312; 2,802; 1,769; 2,100; 1,788; 1,860; 1,797; 1,416; 1,083; 835; 866; 756; 717; 769; 628; 619; 561; 594; 594; 690; 792; 870; 680; 843; 12,000; > >12,000; 12,00; 12,000, 10,930. Total bilirubin levels above 2 mg 9/27 ¿ 9/28/2020 and 9/30 - 10/16/2020: 2.4; 2.3; 2.7; 2.3; 2.3; 3.3; 4.4; 4.0; 4.1; 3.6; 3.1; 5.8; 4.5; 3.9; 16.8; 17.5; 22.8; 25.2; 24.7; 21.9.